Event description:
Customer reports that she received a test of 151 mg/dl and 432 mg/dl within 5 minutes on the same device. She states that 10 minutes later she tested again to receive a result of 146 mg/dl. She states that she took 20 units of humulin after receiving the 432 mg/dl result. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.